Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd vacutainer® buffered sodium citrate (9nc) blood collection tube has been found experiencing overfill during use. The following has been provided by the initial reporter: material no. 363083 batch no. Unknown. It was reported that tubes are overfilling. Original email stated: I am writing to inquire about the blue top sodium citrate vacutainers we currently have in stock. We are overfilling. This is not a random event as both phlebotomy and our emergency department use this lot and are having issues. Complaint 9 of 12.